Event description:
Made me choked on the toothbrush [choking]. Hurt my throat [throat pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a patient who received gsk toothbrush (sensodyne toothbrush) toothbrush (batch number s431pal5376, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included sensitivity of gums. In (B)(6) 2022, the patient started sensodyne toothbrush. On (B)(6) 2022, an unknown time after starting sensodyne toothbrush, the patient experienced choking (serious criteria gsk medically significant) and throat pain. The action taken with sensodyne toothbrush was unknown. On an unknown date, the outcome of the choking and throat pain were unknown. The reporter considered the choking and throat pain to be related to sensodyne toothbrush. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on 23sep2022. Consumer reported that "dear sir/madam, yesterday I purchased on of your sensodyne (soft) toothbrushes as I have sensitive gums, whilst using the product today, it lost grip and slipped which made me choked on the toothbrush, I didn't swallow the whole thing (luckily) as I could pull it out of my mouth/throat, however it did scare me half to death and hurt my throat. After this incident I inspected the toothbrush and realised there is actually (next-to) no grip on the brushes handle, I don't understand why this is a thing as toothbrushes should have decent grip to hold as it is something that is going into mouths and going to get wet. I'd like to speak to somebody regarding this incident/issue as this is very dangerous and have just found out. Codes on pack: 060518049 s431pal5376 5 054563 018915.

Manufacturer narrative:
Argus case ID: (B)(4).